Event description:
It was reported during a laparoscopic hernia repair two ems staplers jammed. The stapler would misfire and staples would no longer release or reload. There was no consequence to the pt. 08/05/1997 the rep reported it is not known how case was completed.

Manufacturer narrative:
Facility experienced an event with endopath endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974713. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, and trigger engaged with precock, ab,yes; nose shroud cracked/broken, ab,no; staples in nose, a no,b yes; and staples in the track, a(13),b(17). Functional tests & results: cycled instrument, ab,yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that one of the reported staplers that "would misfire and staples would not longer release or reload" was due to the instrument (a)failing to feed staples into the cartridge nose. No conclusion could be reached as to why the staples would not feed into the nose. Instrument b was found to be conforming regarding staple feeding, firing and forming. Co reviews each incident as it occurs in an effort to continuously improve the products and processes.